Event description:
During the performance of an ankle arthroscopy with repair of osteochondral defect, arthrex ar-8655-06 microfracture awl tip broke off inside a pt's ankle joint requiring piece (~8mm in length) to be surgically removed from the joint.